Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper case was broken and it was therefore replaced and that the head failed uplink tests, it was unable to interrogate and therefore its cable was replaced. Concomitant product: product ID 229047, software analyzer. (B)(4).